Event description:
The customer reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on the advia 1800 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on the original instrument. The repeat results recovered lower than the erroneous results and were consistent with the patients¿ clinical histories. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on the advia 1800 analyzer. Quality control (qc) and calibration recovered acceptably on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed charcoal material from the lab's water system in the water line tubing, decontaminated the instrument, disassembled and cleaned dilution probe valve 1 (dpev1), sample probe valve 1 (spev1), and reagent probe valve 1 (rpev1), verified probe heights and alignments and reviewed reaction curves. Calibrations and qc were processed to assess performance, and it was determined the instrument was operational. Siemens further evaluated the event and ruled out reagent issues based on the review of qc, which showed recovery within acceptable ranges. Siemens concluded the service actions performed by the cse resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.